Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a 4l oxygen barrier bag leaked. The reporter described the leakage location as around the port areas, possibly from the channels. This occurred before use. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.